Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead remains in use per medical judgment that the risk outweighs the benefit of the revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.